Event description:
It was reported that following a gastric sleeve resection, after use on patient, it came to secondary bleeding (approx. 300ml blood in 12 h out of drainage). No re-surgery was performed and therefore the exact cause of the bleeding could not be determined. The surgeon assumed that it might be the related to the enseal device. However, there were no anomalies noticed during the procedure and the situs was closed after achievement of total hemostasis. There were also no error messages on the generator. Patient received a bottle of banked human blood. Patient is fine now. No further information is available. Device has been discarded.

Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: procedure was a gastric sleeve resection. After procedure there was secondary bleeding (approx. 300ml blood in 12 h out of drainage). No re-surgery was performed and therefore the exact cause of the bleeding could not be determined. The surgeon assumed that it might be the related to the enseal device. However, there were no anomalies noticed during the procedure and the situs was closed after achievement of total hemostasis. There were also no error messages on the generator. Patient received a bottle of banked human blood. Patient is fine now. Latest information is that the situs was closed after achievement of total hemostasis. Several hours after surgery secondary bleeding out of drainage occurred. Patient received a bottle of banked human blood and no re-surgery was performed to manage this secondary bleeding. The surgeon is sure (?) That this bleeding was caused by enseal and not by other instruments used during the surgery (e.g. Echelon powered flex).

Manufacturer narrative:
(B)(4). Additional information from surgeon: stapler and enseal were used for these procedures. Patient was super obese over (B)(6). Procedure difficulty from 8-9 on scale of 1-10. Beginning of 2nd day patient started to bleed; no reoperation occurred. Enseal device used on small vessels on greater curvature. Questions asked by cross functional team: explain where you saw bleeding? Did not see bleeding just suppose that is where the bleeding occurred. The bleeding was from the small vessel from the fat tissue from greater curvature any bleeding from larger arteries? No, it was more the small vessels. Any imaging to determine where bleeding was coming from? No, ultrasound, no did not have any fluid in upper abdomen. When operated on patient, did you see any deformation on the jaws of device? No, inter-operative did not have more than 100ml of bleeding. Provide estimate of how many transections used enseal device for? Did not count. Did you feel any change of the jaws; between the jaws and the device? Did not feel any, it was functioning fine. No mechanical issue with the jaws. No adhesion of tissue on the jaws. Expected length of procedure 1 hour - 1 hour 10 minutes; did not expect any complication describe steps of use when you advance the blade and tone changes heard from generator? Functioning. Closed jaws, cut tissue; exactly how was taught to do. No bleeding at all when cut it. Additional information provided: the surgeon usually drains all patients. All patients are doing well.